Event description:
It was reported that the 9800 system had a temperature sensor error with an alarm sound. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired and the fluoro functions board and generator interface board were installed during the service call. The system was tested and found to be working as intended and put back into service.